Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. The device has remained in the eye. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There is no similar incident for the same lot. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the device touched to the iris. There is no reported harm to the patient and the device remains implanted. Additional information was requested.